Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description ant the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Burn blisters (burnings on the skin) after administration [burns second degree]. Case narrative:this is a spontaneous report from a contactable pharmacist. An approximately (B)(6) -years-old female patient of an unspecified ethnicity started applied thermacare heatwrap (thermacare lower back & hip, lot r47299) from an unspecified date for unknown indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient experienced burn blisters after administration on an unspecified date with outcome of unknown. The action taken in response to the event for thermacare heatwrap was unknown. As of 05may2017, the product quality complaint (pqc) group investigation results stated that the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description ant the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (05may2017): new information reported from the pqc group includes: product investigation summary results. Company clinical evaluation comment based on the information provided, the reported event burn blister as described in this case is considered serious bodily injuries/unanticipated serious deterioration possibly requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. Comment: based on the information provided, the reported event burn blister as described in this case is considered serious bodily injuries/unanticipated serious deterioration possibly requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description ant the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] 6 burn blisters on the back, burning grade 2a, 3 burn blisters 3cm in diameter and 3 burn blisters 1cm in diameter [burns second degree] , did not check the skin under the product while wearing [intentional device misuse] , remaining dark pigmentation 2 months after the event, remaining skin discoloration [skin discolouration] , sometimes there was a normal reaction, back pain did not improve [device ineffective] , she restlessly slept [poor quality sleep]. Case narrative:this is a spontaneous report from a contactable pharmacist. An approximately (B)(6) year-old female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (lot number: r47299) from (B)(6) 2017 for back pain. The patient's medical history included nicotine (electronic cigarette user) from an unspecified date and ongoing. Concomitant medications included ibuprofen at 800mg daily from (B)(6) 2017 for back pain. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication and was well tolerated. The patient applied the back heatwrap on (B)(6) 2017 for 8 hours during the day for back pain. On (B)(6) 2017, the patient experienced six burn blisters on the back, burning grade 2a, 3 burn blisters 3cm in diameter and 3 burn blisters 1cm in diameter. The physician reported there was remaining dark pigmentation 2 months after the event. There was no re-exposure. Action taken in response to the event for thermacare heatwrap was permanently withdrawn on an unspecified date. Unspecified treatment was required. No surgical intervention was necessary. The patient recovered with sequelae after 4 weeks, remaining skin discoloration. As of (B)(6) 2017, the product quality complaint (pqc) group investigation results stated that the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description ant the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (05may2017): new information reported from the pqc group includes: product investigation summary results. Follow-up (15jun2017): follow-up attempts completed. No further information expected. Follow-up (16jun2017): new information received from a contactable physician includes: patient details, past product history, medical history, concomitant medication, suspect product start date, suspect product indication, action taken with suspect product, event onset date, event outcome, therapeutic measures taken and reaction data (additional event of skin discoloration). No follow-up attempts needed. No further information expected. Follow-up (07sep2017): this is a follow-up report combining information from duplicate reports (B)(4). The current and all subsequent follow-up information will be reported under manufacturer report number (B)(4). The new information reported from a spontaneous reporter includes: updated patient age, patient medical history, past product history, additional suspect product indication, suspect product start/stop dates, reaction data (additional events of device ineffective, intentional device misuse and poor quality sleep), events outcome, therapeutic measures taken and no hospitalization required. Additional information imported from narrative case (B)(4): this a spontaneous report from a contactable consumer. A (B)(6) year-old female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare heatwrap) (lot number not provided) from (B)(6) 2017 for back pain - lumbar spine area, tense muscles in back. Medical history was not reported. Concomitant medications were none. The patient previously used thermacare heatwraps for years (for 1 to 2 days, seldom 3 days), always for the back and did not experience the same symptoms and abc plaster used about 15 years ago and experienced intolerance. It was reported, "thermacare burn on the back. Confirmation of burn degree 2a, it felt like a sunburn and blisters on (B)(6) 2017. She reported the feeling of sandpaper at the same moment, 5-10 minutes later feeling like sunburn on (B)(6) 2017 (for 12 hours), the next morning around 8 clock detection of the burn blisters and burn pain on (B)(6) 2017. She restlessly slept. She has not slept with it/has not used it at night and had removed it properly. Her husband then told her that she had burns. She did not check the skin under the product while wearing "never, in morning on it, down on the evening". The pharmacy is up to date, tomorrow ((B)(6) 2017) she has an appointment with a plastic surgeon for documentation. It was reported "sometimes there was a normal reaction, back pain did not improve." The patient reported healing in about 2 weeks expected. The patient was not hospitalized and the event was treated with tyrosur gel and wound opening. Action taken with thermacare heatwrap was permanently withdrawn on (B)(6) 2017. The outcome of the event blisters was not resolved and the outcome of the remaining events was unknown. The patient reported no diabetes, no poor circulation, no heart disease, no difficulty feeling heat or pain on your skin, no rheumatoid arthritis, no decreased sensation, no neuropathy. The patient's skin tone was medium. She did not have sensitive skin or any abnormal skin conditions. The patient purchased the red box of thermacare heatwrap. She used the product for 2 days, for approximately 6-8 hours. She previously used other heat products for pain relief, abc plaster used about 15 years ago and experienced intolerance. She attached the thermacare adhesive to the body and she always wore it on the skin (as in the advertising). She did not engage in exercise while using the product. She did read the usage instructions on thermacare before using, during the first administration years ago. Additional information has been requested and will be provided as it becomes available. Follow-up (02may2017): new information received from a contactable consumer included patient data (age), concomitant medications (none), past product history, product data (start/stop dates, indication, action taken) and reaction data (additional event description of burn blisters, and she did not check the skin under the product while wearing "never, in morning on it, down on the evening") and outcome for the event burn blister. Company clinical evaluation comment: based on the information provided, the reported event "burn blister/did not check the skin under the product while wearing" as described in this case are considered serious bodily injuries/unanticipated serious deterioration possibly requiring medical intervention to prevent permanent damage or impairment of body structure. All events were assessed as associated with the use of the device., comment: based on the information provided, the reported event "burn blister/did not check the skin under the product while wearing" as described in this case are considered serious bodily injuries/unanticipated serious deterioration possibly requiring medical intervention to prevent permanent damage or impairment of body structure. All events were assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burn blisters (burnings on the skin) after administration [burns second degree] , . Case narrative:this is a spontaneous report from a contactable pharmacist. An approximately (B)(6)-years-old female patient of an unspecified ethnicity started applied thermacare heatwrap (thermacare lower back & hip, lot r47299) from an unspecified date for unknown indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient experienced burn blisters after administration on an unspecified date with outcome of unknown. The action taken in response to the event for thermacare heatwrap was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the reported event burn blister as described in this case is considered serious bodily injuries/unanticipated serious deterioration possibly requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device., comment: based on the information provided, the reported event burn blister as described in this case is considered serious bodily injuries/unanticipated serious deterioration possibly requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description ant the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
6 burn blisters on the back, burning grade 2a, 3 burn blisters 3cm in diameter and 3 burn blisters 1cm in diameter [burns second degree], did not check the skin under the product while wearing [intentional device misuse], remaining dark pigmentation 2 months after the event, remaining skin discoloration [skin discolouration] , sometimes there was a normal reaction, back pain did not improve [device ineffective], she restlessly slept [poor quality sleep]. Case narrative: this is a spontaneous report from a contactable pharmacist. An approximately (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (lot number: r47299) from (B)(6) 2017 for back pain - lumbar spine area, tense muscles in back. The patient's medical history included nicotine (electronic cigarette user) from an unspecified date and ongoing. Concomitant medications included ibuprofen at 800mg daily from (B)(6) 2017 for back pain. The patient previously used thermacare heatwraps for years (for 1 to 2 days, seldom 3 days), always for the back and did not experience the same symptoms and abc plaster used about 15 years ago and experienced intolerance. The patient applied the back heatwrap on (B)(6) 2017 for 8 hours during the day for back pain. The consumer came to the pharmacy on (B)(6) 2017, heatwrap was used the days before ( (B)(6) 2017). Burn blisters were clearly visible on (B)(6) 2017. On (B)(6) 2017, the patient experienced six burn blisters on the back, burning grade 2a, 3 burn blisters 3cm in diameter and 3 burn blisters 1cm in diameter. She reported the feeling of sandpaper at the same moment, 5-10 minutes later feeling like sunburn for 12 hours, the next morning around 8 clock detection of the burn blisters and burn pain on (B)(6) 2017. She restlessly slept. She had not slept with it/had not used it at night and had removed it properly. Her husband then told her that she had burns. She did not check the skin under the product while wearing "never, in morning on it, down on the evening". The pharmacy is up to date, tomorrow ( (B)(6) 2017) she has an appointment with a plastic surgeon for documentation. It was reported "sometimes there was a normal reaction, back pain did not improve." The patient reported healing in about 2 weeks expected. The patient was not hospitalized and the event burn blisters was treated with tyrosur gel and wound opening. The physician reported there was remaining dark pigmentation 2 months after the event. There was no re-exposure. The patient reported no diabetes, no poor circulation, no heart disease, no difficulty feeling heat or pain on your skin, no rheumatoid arthritis, no decreased sensation, no neuropathy. The patient's skin tone was medium. She did not have sensitive skin or any abnormal skin conditions. The patient purchased the red box of thermacare heatwrap. She used the product for 2 days, for approximately 6-8 hours. She previously used other heat products for pain relief, abc plaster used about 15 years ago and experienced intolerance. She attached the thermacare adhesive to the body and she always wore it on the skin (as in the advertising). She did not engage in exercise while using the product. She did read the usage instructions on thermacare before using, during the first administration years ago. Action taken in response to the event for thermacare heatwrap was permanently withdrawn on an unspecified date. No surgical intervention was necessary. The event burn blister recovered with sequelae after 4 weeks, remaining skin discoloration, outcome of other events was unknown. As of 05may2017, the product quality complaint (pqc) group investigation results stated that the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description ant the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (05may2017): new information reported from the pqc group includes: product investigation summary results. Follow-up (15jun2017): follow-up attempts completed. No further information expected. Follow-up (16jun2017): new information received from a contactable physician includes: patient details, past product history, medical history, concomitant medication, suspect product start date, suspect product indication, action taken with suspect product, event onset date, event outcome, therapeutic measures taken and reaction data (additional event of skin discoloration). No follow-up attempts needed. No further information expected. Follow-up (07sep2017): this is a follow-up report combining information from duplicate reports (B)(4). The current and all subsequent follow-up information will be reported under manufacturer report number (B)(4). The new information reported from a spontaneous reporter includes: updated patient age, past product history, additional suspect product indication, suspect product start/stop dates, reaction data (additional events of device ineffective, intentional device misuse and poor quality sleep), events outcome, therapeutic measures taken and no hospitalization required. Follow-up (26sep2017): new information received from the contactable pharmacist included: suspect device information and event information. This follow up report is being submitted to amend previously reported information: patient's age updated to (B)(6). Follow-up attempts completed. No further information expected. Company clinical evaluation comment: based on the information provided, the reported event "burn blister/did not check the skin under the product while wearing" as described in this case were considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events skin discoloration, device ineffective, and restlessly slept were assessed as non-serious. All events were assessed as associated with the use of the device. Comment: based on the information provided, the reported event "burn blister/did not check the skin under the product while wearing" as described in this case were considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events skin discoloration, device ineffective, and restlessly slept were assessed as non-serious. All events were assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description ant the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] 6 burn blisters on the back, burning grade 2a, 3 burn blisters 3cm in diameter and 3 burn blisters 1cm in diameter [burns second degree], remaining dark pigmentation 2 months after the event, remaining skin discoloration [skin discolouration]. Case narrative: this is a spontaneous report from a contactable pharmacist. An approximately (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (lot number: r47299) from (B)(6) 2017 for back pain. The patient's medical history included nicotine (electronic cigarette user) from an unspecified date and ongoing. Concomitant medications included ibuprofen at 800mg daily from (B)(6) 2017 for back pain. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication and was well tolerated. The patient applied the back heatwrap on (B)(6) 2017 for 8 hours during the day for back pain. On (B)(6) 2017, the patient experienced six burn blisters on the back, burning grade 2a, 3 burn blisters 3cm in diameter and 3 burn blisters 1cm in diameter. The physician reported there was remaining dark pigmentation 2 months after the event. There was no re-exposure. Action taken in response to the event for thermacare heatwrap was permanently withdrawn on an unspecified date. Unspecified treatment was required. No surgical intervention was necessary. The patient recovered with sequelae after 4 weeks, remaining skin discoloration. As of (B)(6) 2017, the product quality complaint (pqc) group investigation results stated that the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description ant the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (05may2017): new information reported from the pqc group includes: product investigation summary results. Follow-up (15jun2017): follow-up attempts completed. No further information expected. Follow-up (16jun2017): new information received from a contactable physician includes: patient details, past product history, medical history, concomitant medication, suspect product start date, suspect product indication, action taken with suspect product, event onset date, event outcome, therapeutic measures taken and reaction data (additional event of skin discoloration). No follow-up attempts needed. No further information expected. Company clinical evaluation comment: based on the information provided, the reported event burn blister as described in this case is considered serious bodily injuries/unanticipated serious deterioration possibly requiring medical intervention to prevent permanent damage or impairment of body structure. The reported events of burn blister and skin discoloration were assessed as associated with the use of the device. Comment: based on the information provided, the reported event burn blister as described in this case is considered serious bodily injuries/unanticipated serious deterioration possibly requiring medical intervention to prevent permanent damage or impairment of body structure. The reported events of burn blister and skin discoloration were assessed as associated with the use of the device.